Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current issue in fill estimate showing a static value of 40. There was no adverse impact to the customer's blood glucose level. Technical support educated caller that this can occur due to a variance in measured pressures used to calculate remaining insulin. Once insulin in the cartridge equaled the static number, the fill estimate would resume counting down as normal. Caller understood and acknowledged the explanation.